Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined.

Event description:
It was reported that during a acl reconstruction surgery and meniscus trim surgery the camera control unit had a black screen an unstable image and a red light. The operation was stopped. The patient was transferred to another hospital for surgery. It is unknown if a backup device was available. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.